Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2016. Product event summary: the device was received for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and superior vena cava (svc) defibrillation coils were beyond the expected upper range.

Event description:
It was reported that the lead had a possible fracture and high impedance on both the right ventricular (rv) and superior vena cava (svc) portions of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.